Event description:
It was reported that the patient underwent a surgery related to a non-(B)(6) device due to unspecified reasons. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).